Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3387-40, lot# v005950, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was only ¿half-wired¿ because during lead implantation she had a brain bleed. She had a wire in the right side of her brain controlling the left side of her body. The brain bleed made the right side of her body worse, but she would rather just deal with the dystonia symptoms than go in and risk that again. She was told the blood would just get re-absorbed into the body and she never had any follow up on it, so did not know if it caused any lasting damaged. She was basically abandoned after implant. The patient¿s indication(s) for use were dystonia. She did mention having a type of dystonia called dyt1. Refer to manufacturing report #6000153-2016-00812 as the patient had two leads and it was not specific which one was involved with the brain bleed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.